Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240/2367 alarm that appeared on the homechoice (hc) unit during drain 4 of 4. The home patient (hp) stated that her patient line became disconnected and she reconnected. The hp stated that the hc alarmed after reconnecting. The technical service representative (tsr) explained the alarm to the hp. The tsr had the hp cycle the power, the hc alarmed. The tsr had the hp cycle the power again, the hc went to "press go to start". The hp would do a manual exchange. The tsr tried to assist the hp to get the cassette out but the hp stated she did not need assistance. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. Another complaint was not opened for this alarm as it occurred as a result of the reported system error 2240 alarm. The hc unit was operational. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The customer discarded the sample.

Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter (B)(4).